Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy procedure while the arm was docked and not in use with the cadiere forceps inserted, the arm froze twice and temporarily stopped working. A non-recoverable error showed during the first freeze, and the second freeze showed the following message "if instrument is inserted use mechanical releases¿. The arm was restarted, which resolved the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the sterile interface module was repositioned in an attempt to resolve the intermittent error. However, the errors occurred again with the arm cart assembly. A new instrument drive unit was installed and all functional tests with the arm cart were executed successfully. Evaluation of the logs indicated an error code for 'instrument detection failure' and an error code for 'instrument not recognized or communication error' occurred. The instrument was in position hold and the instrument drive unit torque sensor exceeded the acceptable range. The instrument motors were moving to maintain position. Over torque was observed. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified a most likely root cause as related to a defective instrument drive unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy procedure while the arm was docked and not in use, the cadiere forceps were inserted and the arm froze and temporarily stopped working twice in a row. A non-recoverable error showed during the first freeze, and the second freeze showed the following message "if instrument is inserted use mechanical releases¿. The arm was restarted, which resolved the issue. There was no patient injury.